Event description:
Unable to cross right renal artery proximal lesion with fourth zeta stent. After removing of stent catheter it was noted that the stent had dislodged from balloon. This was retrieved under fluoroscopy. No adverse outcome to the pt.